Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a patient reported high blood glucose (bg) of 364 mg/dl. Agent found no insulin deliveries since last night. The patient confirmed they ran out of insulin and delayed cartridge change until morning. Agent guided patient through supply change, insulin delivery resumed. No further assistance needed, additional follow-up was declined by the patient. The patient was reported to be out of range for 90+ minutes. However, no symptoms experienced during the event and no medical intervention required.